Event description:
Placed spinal using baxter tray. Despite 2 ml 0.75% bupivicaine with dextrose (from tray), patient had no evidence of block and requested general anesthetic for right total knee arthroplasty. For surgery purposes, complete failure of spinal.